Event description:
It was reported by the customer that the drill handpiece was leaking fluid, but an incident report has been filed. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
As of 07/29/2009, the handpiece has not been returned for evaluation.